Event description:
A guidant vasoview hemopro endoscopic vessel harvesting system was being utilized for leg vein retrieval. A piece of the vasoview was broken at the c-ring. Piece retrieved from leg prior to close. No adverse event.